Event description:
It was reported that the customer received multiple occlusion alarms during bolus and one during basal delivery the customer manually entered the remaining amount of the bolus. There was no reported impact to the customer's blood glucose level. As the alarm was not occurring when tandem technical support was contacted, a system check was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.